Event description:
This pt expired on (B)(6) 2011 as reported by his wife. His wife further explained that the ICD did not work properly. There are no add'l complaints against the device. The mortuary was contacted and agreed to return the device to biotronik for analysis.